Event description:
[Redacted date] - patient underwent hysteroscopy, dilation and curettage, endometrial ablation. For procedure, surgeon requested novasure device. Handpiece obtained and setup per instructions. Surgeon obtained measurements needed for proper function, information was programmed into novasure machine, and surgeon attempted to use handpiece. Vacuum error noted on device. Technical support contacted for guidance. Technical support suggested potential crack in first disposable handpiece that produced vacuum error. A second handpiece was obtained and utilized without issue. Device saved, placed in reg bag with patient label, and securely stored by materials management staff. Reference number, lot number, and expiration date noted.